Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Retain product was tested and found to be within specification. This product does not contain pineapple.

Event description:
It was reported that a patient experienced a suspected allergic reaction after the use of tropicalgin impression material. The reported symptoms were swelling of the lips that lasted approximately 48 hours. The patient was treated with chlorpheniramide maleate 10 mg.